Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon noticed fracture displacement, post operatively when using a universal spine system(uss); original surgery on (B)(6) 2014, 9 degree and post op x-ray on (B)(6) 2014, 24 degree. It was also reported per an xray review by the medical director that the xrays appear to demonstrate two lateral views side-by-side of indeterminate dates, with an apparent change in angulation of the uninstrumented vertebral body within the construct. There were no reports of a surgical delay or patient harm. This report is 3 of 12 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was a revision procedure on (B)(6) 2014; it is unknown if devices were explanted at that time. A product development evaluation was completed: the universal spine system fracture system consists of stainless steel and titanium alloy implants as clamps, schanz-screws, rods and cross links (cross link clamp and cross link rod). The available data in the description of the complaint and the x-ray pictures do not allow a fact-based analysis. Furthermore the parts cannot be evaluated as no material has been returned. Therefore, with the help of surgical technique guide, aospine manual principles and techniques and design and clinical risk management the possible cause is first determined. According to the function of the implants based on the surgical technique guide and aospine manual principles and techniques the loss of correction may result from implant breakage/bending postoperatively prior to bone healing process is completed or an inappropriate handling by the surgeon such as under or over tightening of the clamp. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient status is doing fine.